Event description:
Information received by medtronic indicated the customer reports unresponsive buttons and insulin pump rewind anomaly. No harm requiring medical intervention was reported. Troubleshooting was not performed. Product will not be returned for analysis. The customer will continue to use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit was received with battery cap and found missing battery cap contact. Unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed to pass the sleep current measurement due to high sleep current. Keypad overlay was responsive during testing. No failed battery test, rewind anomaly noted during testing. Unit was successfully download using thus for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, low battery was found on 11/17/2022 08:51 found in the history files and traces and it was expected. No failed battery test noted during testing. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the pcba 1 & force sensor. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, cracked reservoir tube lip. Missing display window cover, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, broken belt clip rails, cracked belt clip rails, cracked case (battery tube), cracked retainer, keypad overlay texture damage, battery cap contact missing. Swapped pcba 2 with test pcba 2 and it functioned properly. Unexpected battery power loss is confirmed and isolated to pcba 2. Rewind anomaly & keypad unresponsive & failed battery test & blank display is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated narrative: customer reported that the insulin pump stopped working and had to press buttons a little bit harder. Customer also stated that the insulin pump takes longer to load, had lagging time with new battery and takes a while to rewind.